Event description:
End user friend states that end user received the chair last week. The right front wheel does not touch the ground when end user is sitting in the chair. This friend has not seen the chair, purchased it for end user as a gift.